Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Event description:
The customer stated that he was at the physician's office for a regular appointment where they performed blood glucose tests and obtained a difference of 40 mg/dl between the readings obtained on the contour next one meter and an alternate meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The first supplemental report indicated that the customer returned the contour next link 2.4 meter for evaluation, which was different from the one implicated to be involved in the event occurrence. Upon further investigation, it was identified that the returned meter was associated with a separate event. Therefore, please disregard the investigation conclusion provided in section h10 of the first supplemental report. With regards to this event, the customer did not return the device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips from lot#: 9kpeg02b using a blood sample, which gave a satisfactory performance. The investigation code has been updated in section h6 to reflect the correct investigation details.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9kpeg02b for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The customer returned the contour next link 2.4 meter for evaluation. However, the serial # of the returned meter was different from the one implicated to be involved in the event occurrence. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9kpeg02b using a blood sample, which gave a satisfactory performance.